Event description:
This pt was previously implanted with bilateral common iliac artery stents. (Date unk/type unk). As reported, on june 5, 2008, the delivery catheter for a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was advanced through an 18fr gore introducer sheath. When the leading end of the delivery catheter was advanced through the pt's common iliac artery, resistance was felt. The previously implanted stent became dislodged and was pushed proximally. The physician was unable to remove the un-deployed trunk-ipsilateral leg component and the 18 fr gore introducer sheath; therefore, the pt was converted to open surgical repair. The sheath and device were removed and discarded. The pt tolerated the open surgical repair.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications. Please note that this event was initially reported in medwatch # 2953161-2008-00168. Review of the file revealed that a separate medwatch needed to be submitted to capture the gore introducer sheath; therefore, this medwatch was created.